Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was changing out the infusion set when he got four no delivery alarm in a row. Customer did another set change and the priming went fine. Customer took a bolus an hour later and was about to eat when he got a no delivery alarm. Customer changed the set out again and it was fine until the next morning. Customer bolused and got another no delivery alarm. Customer changed the set out again and gave a bolus for lunch. The bolus delivered but two hours later, the customer stated that he had a high blood glucose reading of 420 mg/dl. Customer has been treating for the high blood glucose readings with a bolus. Customer declined troubleshooting on the pump because he stated his blood glucose was high due to the no delivery alarm.